Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no allergy testing was performed before essure insertion. Periods used to be painless in the past. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), discomfort ("discomfort"), vaginal haemorrhage ("vaginal bleeding"), alopecia ("hair loss"), tooth loss ("tooth loss"), oral disorder ("general deterioration of my mouth"), gingival disorder ("general deterioration of gums"), urinary tract infection ("urinary tract infections"), dysmenorrhoea ("very strong menstrual cramps"), hypersensitivity ("allergic reactions throughout my body"), sciatica ("sciatica"), back pain ("lower back pain"), fatigue ("generalised tiredness"), headache ("strong headaches"), blindness ("visual loss"), partner stress ("problems in the relationship with my partner") and mood swings ("mood swings"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain, discomfort, vaginal haemorrhage, alopecia, tooth loss, oral disorder, gingival disorder, urinary tract infection, dysmenorrhoea, hypersensitivity, sciatica, back pain, fatigue, headache, blindness, partner stress and mood swings was resolving. The reporter considered alopecia, back pain, blindness, discomfort, dysmenorrhoea, fatigue, gingival disorder, headache, hypersensitivity, mood swings, oral disorder, partner stress, pelvic pain, sciatica, tooth loss, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: I had been suffering all these symptoms for years, due to which I had to attend general practitioners and the emergency department services frequently, however, they could not find an explanation for all the pain and discomfort I was experiencing. Finally, in 2017 I decided to have the ¿essure¿ device removed since, at this point, it had been recommended to me by several gynecologists in regard to the issues that other women had experienced. My symptoms (or most of them) started subsiding from the moment I had the device removed diagnostic results (normal ranges are provided in parenthesis if available): investigation - on an unknown date: general practitioners and emergency department services were visited frequently, they could not find an explanation for all the pain and discomfort. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no allergy testing was performed before essure insertion. Periods used to be painless in the past. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), discomfort ("discomfort"), vaginal haemorrhage ("vaginal bleeding"), alopecia ("hair loss"), tooth loss ("tooth loss"), oral disorder ("general deterioration of my mouth"), gingival disorder ("general deterioration of gums"), urinary tract infection ("urinary tract infections"), dysmenorrhoea ("very strong menstrual cramps"), hypersensitivity ("allergic reactions throughout my body"), sciatica ("sciatica"), back pain ("lower back pain"), fatigue ("generalised tiredness"), headache ("strong headaches"), blindness ("visual loss"), stress ("problems in the relationship with my partner") and mood swings ("mood swings"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain, discomfort, vaginal haemorrhage, alopecia, tooth loss, oral disorder, gingival disorder, urinary tract infection, dysmenorrhoea, hypersensitivity, sciatica, back pain, fatigue, headache, blindness, stress and mood swings was resolving. The reporter considered alopecia, back pain, blindness, discomfort, dysmenorrhoea, fatigue, gingival disorder, headache, hypersensitivity, mood swings, oral disorder, pelvic pain, sciatica, stress, tooth loss, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: I had been suffering all these symptoms for years, due to which I had to attend general practitioners and the emergency department services frequently, however, they could not find an explanation for all the pain and discomfort I was experiencing. Finally, in 2017 I decided to have the ¿essure¿ device removed since, at this point, it had been recommended to me by several gynecologists in regard to the issues that other women had experienced. My symptoms (or most of them) started subsiding from the moment I had the device removed. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on an unknown date: general practitioners and emergency department services were visited frequently, they could not find an explanation for all the pain and discomfort. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pain [pelvic pain female] left essure is not found [device dislocation] discomfort [discomfort nos] vaginal bleeding [vaginal bleeding] hair loss [hair loss] tooth loss [tooth loss] general deterioration of my mouth [oral disorder] general deterioration of gums [gum disorder] urinary tract infections [recurrent urinary tract infection] very strong menstrual cramps [menstrual cramps] allergic reactions throughout my body [allergic reaction] sciatica [sciatica] lower back pain [low back pain] generalised tiredness [tiredness] strong headaches [headache] visual loss [vision loss] problems in the relationship with my partner [stress] mood swings [mood swings] case narrative: the below report was received by health authority aemps (reference number: (B)(4)) on 09-oct-2020. The most recent information was received on 21-oct-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") and device dislocation ("left essure is not found") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of low back pain, obesity, meningitis, smoker, asthma, drug allergy, cesarean section (2), abortion, multigravida, nasal congestion, runny nose, shoulder pain, anxiety, anxiety, fever, drug allergy, abdominal pain, obesity, loss of vision and cough. No allergy testing was performed before essure insertion. Periods used to be painless in the past. Concurrent conditions were listed as lumbar scoliosis, cervical pain, pelvic pain female, intermenstrual bleeding, abdominal hernia, urinary tract infection, paresthesia, hypogastric pain, insomnia, abdominal pain, metrorrhagia, rhinopharyngitis, flank pain, hernia repair, toothache, pain in upper extremities, headache, fatigue, pain menstrual, urinary infection, loss of teeth, hair loss, oral infection, bronchitis, hepatic steatosis, depressive syndrome and amenorrhea. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2019. On unknown date she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), device dislocation (seriousness criterion intervention required), discomfort ("discomfort"), vaginal haemorrhage ("vaginal bleeding"), alopecia ("hair loss"), tooth loss ("tooth loss"), oral disorder ("general deterioration of my mouth"), gingival disorder ("general deterioration of gums"), urinary tract infection ("urinary tract infections"), dysmenorrhoea ("very strong menstrual cramps"), hypersensitivity ("allergic reactions throughout my body"), sciatica ("sciatica"), back pain ("lower back pain"), fatigue ("generalised tiredness"), headache ("strong headaches"), blindness ("visual loss"), stress ("problems in the relationship with my partner") and mood swings ("mood swings"). The patient was treated with surgery (essure removal and salpingectomy). At the time of the report, the pelvic pain, discomfort, vaginal haemorrhage, alopecia, tooth loss, oral disorder, gingival disorder, urinary tract infection, dysmenorrhoea, hypersensitivity, sciatica, back pain, fatigue, headache, blindness, stress and mood swings were resolving. The reporter considered alopecia, back pain, blindness, device dislocation, discomfort, dysmenorrhoea, fatigue, gingival disorder, headache, hypersensitivity, mood swings, oral disorder, pelvic pain, sciatica, stress, tooth loss, urinary tract infection and vaginal haemorrhage to be related to essure administration. The reporter commented: I had been suffering all these symptoms for years, due to which I had to attend general practitioners and the emergency department services frequently, however, they could not find an explanation for all the pain and discomfort I was experiencing. Finally, in 2017 I decided to have the ¿essure¿ device removed since, at this point, it had been recommended to me by several gynecologists in regard to the issues that other women had experienced. My symptoms (or most of them) started subsiding from the moment I had the device removed on (B)(6) 2019: chip clinic: essure removal. Pfannenstiel incision. Dissection of planes up to the peritoneal cavity. Right essure is located, left essure is not found. Left salpingectomy and extended right salpingectomy are performed, locating both, closing them by planes, skin with staples. On (B)(6) 2019: report from chip clinic bilateral salpinguectomia: bilateral salpingectomy for extraction of essure by dissection by planes to the peritoneal cavity. Review in 1 month. Productive cough. Clinical trial. Bilateral salpingectomy. In (B)(6) 2019: the essure implant was removed and since then the patient reports improvement in most symptoms, despite having undergone surgery, with its postoperative period. On (B)(6) 2019: patient operated on for essure extraction, on a chip by means of right salpingectomy with essure extraction, left salpingectomy, left essure was not found, small uterine adenofibromatous area of 25 mm in retroverse flexion, cytology result: myoma (benign soft tissue neoplasm neom). Uterine tube of 8 cm with essure chronic inflammation, reaction of giant cels to foreign body, fibrosis and edema at the level of fimbriae. Uterine tube: 4.5 cm without essure, with mild vascular congestion, chronic inflammation and edema at the level of fimbriae. Discrepancy noted in essure insertion date: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2011: only one essure is visible, the right one [investigation] (date unknown): general practitioners and emergency department services were visited frequently, they could not find an explanation for all the pain and discomfort [ultrasound abdomen] on (B)(6) 2011: right inguinal hernia. History: small hernia is observed in the right iliac fossa (rif) without collection. Pending evaluation by surgery. Requests report with primary care (pc) of abdominal abscess secondary to cesarean delivery in (B)(6) 2010. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: 21-oct-2024: medical record received. New event device dislocation was added. Medical history & concomitant condition were added. Essure removal date updated. New reporters were added. Reporter causality comment updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pain [pelvic pain female]. Left essure is not found [device dislocation]. Discomfort [discomfort nos]. Vaginal bleeding [vaginal bleeding]. Hair loss [hair loss]. Tooth loss [tooth loss]. General deterioration of my mouth [oral disorder]. General deterioration of gums [gum disorder]. Urinary tract infections [recurrent urinary tract infection]. Very strong menstrual cramps [menstrual cramps]. Allergic reactions throughout my body [allergic reaction]. Sciatica [sciatica]. Lower back pain [low back pain]. Generalised tiredness [tiredness]. Strong headaches [headache]. Visual loss [vision loss]. Problems in the relationship with my partner [stress]. Mood swings [mood swings]. Case narrative: the below report was received by health authority aemps (reference number: ps/pf/64450 on 09-oct-2020. The most recent information was received on 19-nov-2024. This spontaneous case was originally reported by a lawyer on behalf of a lawyer and describes the occurrence of pelvic pain ("pain") and device dislocation ("left essure is not found") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of low back pain, obesity, meningitis, smoker, asthma, drug allergy, cesarean section (2), abortion, multigravida, nasal congestion, runny nose, shoulder pain, anxiety, anxiety, fever, drug allergy, abdominal pain, obesity, loss of vision and cough. No allergy testing was performed before essure insertion. Periods used to be painless in the past. Concurrent conditions were listed as lumbar scoliosis, cervical pain, pelvic pain female, intermenstrual bleeding, abdominal hernia, urinary tract infection, paresthesia, hypogastric pain, insomnia, abdominal pain, metrorrhagia, rhinopharyngitis, flank pain, hernia repair, toothache, pain in upper extremities, headache, fatigue, pain menstrual, urinary infection, loss of teeth, hair loss, oral infection, bronchitis, hepatic steatosis, depressive syndrome and amenorrhea. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2019. On unknown date she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), device dislocation (seriousness criterion intervention required), discomfort ("discomfort"), vaginal haemorrhage ("vaginal bleeding"), alopecia ("hair loss"), tooth loss ("tooth loss"), oral disorder ("general deterioration of my mouth"), gingival disorder ("general deterioration of gums"), urinary tract infection ("urinary tract infections"), dysmenorrhoea ("very strong menstrual cramps"), hypersensitivity ("allergic reactions throughout my body"), sciatica ("sciatica"), back pain ("lower back pain"), fatigue ("generalised tiredness"), headache ("strong headaches"), blindness ("visual loss"), stress ("problems in the relationship with my partner") and mood swings ("mood swings"). The patient was treated with surgery (essure removal and salpingectomy). At the time of the report, the pelvic pain, discomfort, vaginal haemorrhage, alopecia, tooth loss, oral disorder, gingival disorder, urinary tract infection, dysmenorrhoea, hypersensitivity, sciatica, back pain, fatigue, headache, blindness, stress and mood swings were resolving. The reporter considered alopecia, back pain, blindness, device dislocation, discomfort, dysmenorrhoea, fatigue, gingival disorder, headache, hypersensitivity, mood swings, oral disorder, pelvic pain, sciatica, stress, tooth loss, urinary tract infection and vaginal haemorrhage to be related to essure administration. The reporter commented: I had been suffering all these symptoms for years, due to which I had to attend general practitioners and the emergency department services frequently, however, they could not find an explanation for all the pain and discomfort I was experiencing. Finally, in 2017 I decided to have the ¿essure¿ device removed since, at this point, it had been recommended to me by several gynecologists in regard to the issues that other women had experienced. My symptoms (or most of them) started subsiding from the moment I had the device removed on (B)(6) 2019: chip clinic: essure removal. Pfannestiel incision. Dissection of planes up to the peritoneal cavity. Right essure is located, left essure is not found. Left salpingectomy and extended right salpingectomy are performed, locating both, closing them by planes, skin with staples. On (B)(6) 2019: report from chip clinic bilateral salpinguectomia: bilateral salpingectomy for extraction of essure by dissection by planes to the peritoneal cavity. Review in 1 month. Productive cough. Clinical trial. Bilateral salpingectomy. In (B)(6) 2019: the essure implant was removed and since then the patient reports improvement in most symptoms, despite having undergone surgery, with its postoperative period. On (B)(6) 2019: patient operated on for essure extraction, on a chip by means of right salpingectomy with essure extraction, left salpingectomy, left essure was not found, small uterine adenofibromatous area of 25 mm in retroverseflexion, cytology result: myoma (benign soft tissue neoplasm neom). Uterine tube of 8 cm with essure chronic inflammation, reaction of giant cels to foreign body, fibrosis and edema at the level of fimbriae. Uterine tube: 4.5 cm without essure, with mild vascular congestion, chronic inflammation and edema at the level of fimbriae. Discrepancy noted in essure insertion date: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2011: only one. Essure is visible, the right one. [Investigation] (date unknown): general practitioners and emergency department services were visited frequently, they could not find an explanation for all the pain and discomfort. [Ultrasound abdomen] on (B)(6) 2011: right inguinal hernia. History: small hernia is observed in the right iliac fossa (rif) without collection. Pending evaluation by surgery. Requests report with primary care (pc) of abdominal abscess. Secondary to cesarean delivery in (B)(6) 2010. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 19-nov-2024: new reporter (lawyer) added. Annex e codes are updated for related events. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.